Event description:
It was reported that the patient was implanted and four days later developed slight numbness in the lower extremities. The physician ordered magnetic resonance imaging (MRI) which revealed anterior migration. The physician explanted the spacer and it was discarded.